Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by one of the following: a damaged image sensor unit or breakage of the electrical board's mounting components (chip, capacitor, ect.) Due to stress, external factors, or handling. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscopic image] note if the object cannot be seen clearly, wipe the objective lens using clean lint-free cloths moistened with 70% ethyl or 70% isopropyl alcohol. 1 observe the palm of your hand using the wli and nbi endoscopic images. 2 confirm that light is output from the endoscope¿s distal end. 3 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4 turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to damage on the changed coupled device (ccd) unit, e315(scope err unsupported scope) occurred, due to corrosion on endoscope connector, e315(scope err unsupported scope) occurred, due to a crack on up/down (u/d) knob, water tightness was lost, the objective lens had a crack, standard (s)-connector had a scratch, the protector of universal cord on s-connector side had a scratch, the universal cord was sticky, the universal cord had a scratch, switch (sw) 4 had wear, sw3 had a scratch, the switch box had a scratch, the plastic distal end cover (c-cover) had a scratch, paint on suction-cylinder was peeled, the control unit had a scratch, the light guide (lg)-bundle was slipping down, s-connector was dirty due to water leakage, the control unit was dirty due to water leakage, the adhesive on bending section cover (a-rubber) had a crack, the connecting tube had a scratch, the image guide (ig), section cover, flexibility adjustment ring, grip, s-connector and the protector of universal cord on s-connector side had scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the evis lucera elite colonovideoscope exhibited unsupported scope error e315. There was no harm or user injury reported due to the event.